Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was elected for use. As the was was being advanced over to the left atrium, a thrombus was observed on the was sheath. It was noted that the physician forgot to administer heparin. The physician aspirated through the was sheath to remove the thrombus. The was sheath was removed from the patient, flushed, and was reinserted to complete the procedure. The procedure was successfully completed with no further patient complications.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was elected for use. As the was was being advanced over to the left atrium, a thrombus was observed on the was sheath. It was noted that the physician forgot to administer heparin. The physician aspirated through the was sheath to remove the thrombus. The was sheath was removed from the patient, flushed, and was reinserted to complete the procedure. The procedure was successfully completed with no further patient complications.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.